Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a ventricular catheter on (B)(6) 2015. According to the report, the patient developed a fever and infection after the surgery. It was reported that the catheter was explanted on (B)(6) 2015. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. 9.5 cm of the catheter was returned. Proteinaceous debris was noted on the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. It was later reported that there was no allegation that a device related issue caused or contributed to the patient's infection. (B)(4).